Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose of 27 mg/dl. Also customer was passed out. Current blood glucose level was 86 mg/dl. The customer was using the insulin pump within 48 hours of low blood glucose event. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined troubleshooting. Customer was unable for troubleshooting due to blank display. The insulin pump will not be returned for analysis.